Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter was displaying the battery indicator symbol despite recent battery replacement; she was unable to obtain a blood glucose reading. During this time period, the patient took decreased doses of her novolog regular insulin. On (B)(6) 2010, the patient experienced the symptoms of being thirsty, tired, and shaking. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she adjusted her insulin doses due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k #: k062195

Event description:
The customer reported that the device failed to power up. There was no report of pt involvement.